Event description:
It was reported that a patient with diabetes (pwd) experienced a leakage of insulin while using an infusion set. The event occurred during infusion and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.